Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported for incomplete coaptation (intraprocedure). The reported patient effect of tissue injury is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on the available information, the reported incomplete coaptation and posterior leaflet tear appear to be due to procedural conditions. The reported unexpected medical intervention (additional mitraclips, same procedure) is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda and leaflet tear. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr), with an mr grade of 3-4. The clip delivery system (cds) was implanted without issue. However, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A posterior leaflet tear was observed. Two additional clips ((B)(4)) were implanted; however, mr remained at 3-4. There was no additional information was provided.